Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  After an evaluation of the electronic patient record, it was verified that the device did indeed lose power several times and it appears that the loss of power events coincided with the pressing of the code summary button.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power on multiple occasions when attempting to print the code summary. The customer indicated that this issue dud not occur during any patient use.